Event description:
Related manufacturer reference number: 3006705815-2022-18135. It was reported the stimulator was not working effectively for the patient. Surgical intervention took place where the entire system was electively explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.